Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he had a procedure using a turbohawk device to remove blood clots in his leg. He reported that the cutter of the turbohawk got caught in a previously deployed stent. This needed to be disengaged manually thus surgery was required. He has been informed that the stent is now damaged/frayed. He is now taking eliquis and a trial of cliostazol prescribed by the physician.